Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of noise were observed on the ventricular channel. The noise was reproducible with movements of arms. The patient noted involved in a crash prior to the noise episodes. The lead was replaced on (B)(6) 2016. Patient was in good condition post-procedure.